Event description:
It was reported that a ventilator was connected to a patient with respiratory arrest with low breathing and low respiratory rate. According to the hospital several changes of the ventilator settings were made. The patient died several hours after connection. (B)(4).

Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).

Manufacturer narrative:
No parts were replaced therefore, the investigation consists of an evaluation of the ventilator logs and information that was provided by the facility. Evaluation of logs showed that pre-use checks tests were successful both prior to, and after the date of the event, and there were no technical error codes. The covered period of the event log that shows ventilation periods, chosen patient category, parameter settings, set alarm limits, and generated patient related alarms showed that during a period of 45 minutes there were 6 ventilation period starts, 6 alternate patient category changes between adult and infant, and many inspiratory flow over-range alarms when the ventilator was in the infant patient category. The alternate changing between patient categories for the same patient cannot be explained, but they were done by the operator. The inspiratory flow over-range alarms in the infant patient category were due to flow that was too large for the infant patient category. Our conclusion in this matter is, that there was no ventilator malfunction. The cause was the incorrect parameter settings for the patient category. This conclusion is supported by the information from the facility, the parameter settings and patient category were not appropriately set by the respiratory therapist and physician for the patient. The facility also exonerated the ventilator as being contributory to the reported event. (B)(4).

Event description:
This is a follow-up 1 report that was previously received as an initial report on paper. The original initial manufacturer report # was 8010042-2015-00277 and the date of the initial report was 06/03/2015. (B)(4).